Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that the kit broke when it was taken out of the box. No adverse consequences reported. Another kit was used.